Manufacturer narrative:
Based on the information available by 10-may-2018, it could not be determined that the hospital admission for more surgeries to the wound was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci had no indication from the information provided to suggest that the device caused or contributed to either the hospitalization or wound surgeries. The patient was being treated for a postoperative wound infection with clinical suspicion of an arterial infection in addition to a significant surgical and medical history. Device labeling, available in print and online, states: contraindications: do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs or nerves. V.a.c.® therapy is contraindicated for patients with: necrotic tissue with eschar present note: after debridement of necrotic tissue and complete removal of eschar, v.a.c.® therapy may be used. Warnings: infected blood vessels: infection may erode blood vessels and weaken the vascular wall, which may increase susceptibility to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c.® therapy is applied in close proximity to infected or potentially infected blood vessels. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Flaps: v.a.c.® therapy is used in the immediate postoperative flap patient as a bolster to maintain the position of the tissues. These setting recommendations help the clinician select from the therapy ranges according to wound type and treating physician's orders. Selected ranges are a guide based on common settings for each wound type. Individual patient conditions may vary. Consult treating physician to verify settings for each patient. Goals and objectives: provides bolster and stability for flap; help protect the wound environment; remove fluids and exudate; assist flap take. Clinical considerations: higher pressures may be considered with large, bulky flaps to help bolster the flap. When there is a need to assess flap for sign of ischemia or infection and the flap needs to be inspected during therapy, cut the v.a.c.® granufoam¿ dressing in half before applying it and place the drape in strips, with one strip directly over the area where the two halves of foam meet. Removing this strip of drape allows the clinician to gently separate the foam to inspect the underlying tissue. After inspecting the flap, place the foam pieces back together, reseal with an additional strip of drape and continue therapy. Flap dressing application with v.a.c.® therapy: suture the flap in place using about a third fewer sutures than usual. The greater spacing will allow v.a.c.® therapy to remove fluid through the suture line. Place a single layer of v.a.c.® drape or other semi-occlusive barrier, such as a hydrocolloid dressing or vapor-permeable adhesive film dressing, over the intact epidermis on top of the flap and on the opposite side of the suture line. Place a single layer of nonadherent dressing over the exposed suture line. If the recipient bed is exuding heavily, cut a thin strip of v.a.c. Whitefoam¿ dressing and place it under the flap, between the sutures, to wick fluid from the interior of the flap. Make sure the v.a.c. Whitefoam¿ dressing and v.a.c.® granufoam¿ dressing communicate directly. Select an appropriate size of v.a.c.® granufoam¿ dressing to cover the entire flap, including the suture line and 2 - 3 cm beyond the flap. Ensure the area covered by the foam is protected intact skin. Prepare and apply the v.a.c.® drape over the foam. Apply a sensat.r.a.c.¿ pad and connect to canister tubing. Initiate therapy on continuous setting, as indicated in table 5.9. Removal of the v.a.c.® drape requires lateral stretch (pull) on the drape to prevent lifting of the flap.

Event description:
On 10-apr-2018, the following information was reported to kci by the patient: on (B)(6) 2018, the patient was allegedly admitted to the hospital for more surgeries to the wound. On 10-apr-2018, the following information was reported to kci by the home health: the patient was admitted to the hospital. Records provided on 05-mar-2018 noted the following: on (B)(6) 2018, the patient was seen by the infectious disease physician. The referral reason was noted as "left groin wound infection with bleeding coming from the left groin." Would cultures were done on 23-feb-2018, and antibiotic beads were inserted. On (B)(6) 2018, culture results were positive and intravenous antibiotics were prescribed. The infectious disease physician noted suspicion "that the patch and possibly the artery are infected as well." On 02-mar-2018, an operative report noted the patient's closed wound subcutaneous layer was opened and the patch identified. The patch was intact with no evidence of pustular drainage or formation and antibiotic beads removed. The patch was cultured and the wound bed was irrigated. The patient underwent sharp debridement to remove necrotic tissue. A sartorius flap was created and the wound was closed with sutures. Records provided on 03-apr-2018 noted the following: on 02-apr-2018 and 04-apr-2018, the nurse observed the patient and noted 100 percent granulation tissue. The patient continued to use v.a.c.® therapy. Records provided on 03-may-2018 noted the following: on 02-may-2018, the nurse observed the patient and no signs or symptoms of infection were noted. On 26-feb-2018, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 13-jun-2018, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.